Manufacturer narrative:
Over-twisted jaws. Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The clip formation could not be evaluated as the clips were being ejected. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy, the clips were scissoring. Another like device was used to complete the case. There was no pt consequence.